Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. On (B)(6) 2015, ultrasound scan was done and left side insert was not visualized. On (B)(6) 2015, patient was complaining of fatigue, headaches and weight gain. It was reported that patient never had hsg (hysterosalpingogram) done. The outcome of the events left side insert was not visualized, fatigue, headaches, and weight gain was not recovered / not resolved. Ptc investigation result was received on (B)(4)-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on (B)(6) 2015: information received states the (B)(6) female patient has as medical history migraines without aura and penicillin allergy (hives). She denies smoking or alcohol intake and her family history included hypertension, cancer and diabetes. The patient is gravida 6, para 6 (1 c-section for breech presentation and all other deliveries were vaginal) and has no abortion. Also, she had a normal spontaneous delivery and, in (B)(6) 2013, was seen for her post-partum visit followed by essure placement 1 week later. Her concomitant medication are imitrex, ibuprofen, provera, diflucan and vitamin d and her drug history includes adipex-p. Patient had a follow-up on which she was on the depo-provera injections, she was advised a hysterosalpingogram to be done 3 months following the procedure, which she did not do. She was seen again in (B)(6) 2013 for some abnormal bleeding and, at that time, she was still using depo-provera injections. She was also reminded to do the hysterosalpingogram post essure procedure but this exam was not done. She returned for annual exam on (B)(6) 2014 and, at the time, she had no complaints. She was also reminded that, the hysterosalpingogram was not done. On (B)(6) 2015, pelvis complete ultrasound and transvaginal ultrasound were performed and showed right essure device in the right adnexal region and left sided device was not visualized. The patient was seen again in (B)(6) 2015 with a complaint of amenorrhea, dysmenorrhea (for past 3 months not relieved with heated pads or motrin) and pelvic pain (for past 6 weeks constant) on which is mostly located in the right lower quadrant for the past few weeks. On evaluation, pelvic ultrasound was essentially negative of any findings except for the evidence of the coil in the right tube; the coil on the left side could not be located. On one assessment, there was a questionable coil presence in the pelvic area; however, this was not documented with other evaluations. Pelvic pain was treated with provera tablet and patient stated that she was recently presenting irregular menstrual cycles. On (B)(6) 2015, pelvis x-ray was done. Multiple views of pelvis revealed single essure device was overlapping the right pelvis (expected location of the right fallopian tube). The second essure device overlapped the upper sacrum (this would be more superior than expected for the left fallopian tube). No additional foreign body appreciated. No fracture identified. The patient had called back and, apparently, she has been complaining of severe pelvic pain associated with so many other different problems, which she feels they were all attributed to the metal that is in the tubal coil. She has had different complaints of different kinds and she stated that this metal is poisoning her body. Also, she has metal allergy to it. Health care professional discussed with patient on the evaluation and she seemed to be determined that essure is really her main problem and wants this device out of her, so consulted about the surgery evaluation. Patient does not want any cutting of the tubes to remove the metal. She wants everything to be removed, so it was discussed the removal of both fallopian tubes. Since the coil on the left side could not be located by abdominal/pelvic CT scans nor by ultrasound and, the right tube (within the coil in it) will be removed, her pelvis would also be investigated for any remaining material related to the metal of the essure coil. Patient consented to an exploratory laparotomy and removal of both tubes. In addition, patient's physical examination, performed on (B)(6) 2015, was provided: patient's abdomen was soft, obese with some tenderness vaguely in the lower abdomen. Her pelvic analyses showed external genitalia within normal limits, vagina clear and cervix with no evidence of any lesion. The uterus and the adnexa were difficult to evaluate due to the patient's body habitus. She is having the surgery on (B)(6) 2015. Follow up information received on (B)(6) 2015: the surgery was done on (B)(6) 2015. She had follow-up on (B)(6) 2015 and her staples removed. She was doing well, with no problems. Follow-up received on (B)(6) 2015: ptc assessment updated without major changes. Follow-up from (B)(6) 2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and on ultrasound performed two years after insertion left side insert was not visualized. According to follow up information, she also experienced abnormal bleeding and stated that essure metal was poisoning her body. These events, interpreted as device dislocation, genital haemorrhage and metal poisoning, are serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the exact location of the device was not reported. Hsg (hysterosalpingogram) was never done and in ultrasound performed two years after insertion, the left essure was not visualized. Considering the available information and nature of dislocation, a causal relationship with essure cannot be excluded later, abnormal bleeding and metal poisoning were informed. The bleeding, given its nature is assessed as related to essure use. Although essure releases nickel, the amount is not enough to cause metal poisoning. Thus, this event is assessed as unrelated to essure. Also, non-serious events were reported. According to physician in follow up information, bilateral salpingectomy with device removal and laparotomy exploratory were performed. Therefore this case was upgraded to incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.